Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient's pump fell out of her pocket, causing the tubing to snap and her blood glucose level was 224 mg/dl at the time of event. Patient's infusion set was changed out. The patient did not notice any damage when the package was first opened. No further information available.